Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal and daytime blood glucose fluctuations with lows and highs while using the ilet bionic pancreas, with lows sometimes occurring despite proactive carbohydrate intake and occasional post-meal hyperglycemia when starting somewhat low. Symptoms included hypoglycemia with self-reported nadirs in the 50s and anxiety related to managing these events. Outcomes included no loss of consciousness, no need for assistance, no medical intervention, and successful self-treatment with oral glucose tablets and honey after device low-glucose alerts. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions were reported beyond standard low alerts, and the cause of hypoglycemia remained unclear given the reported oscillation between highs and lows and variable meal announcements with very low carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.